Event description:
The reporter stated the surgeon had difficulty injecting a 12.0mm implantable collamer lens and the trailing haptic was torn. The lens was partially inserted and was removed with no patient injury. The reporter stated the trailing haptic was torn by the foam tip plunger and the cartridge.

Manufacturer narrative:
Evaluation codes: results - a cartridge lot number search was performed, and no similar complaints were found.